Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient underwent surgical intervention wherein the system was explanted due to ineffective stimulation. Investigation was unable to identify which device attributed to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs 8 channel adapter, mdt, model: 2311, UDI: (B)(4), serial: (B)(6), batch: 5570711.